Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. Due to the limited information available, the reason for this valve in valve procedure cannot be determined.   It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to the event.   At the time of this report, there is no indication or allegation that a product deficiency or device malfunction contributed to the event.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 26mm sapien 3 valve was implanted in the aortic position via transfemoral approach.  Post deployment a second valve was implanted within the first (viv) and the procedure was completed. The reason for the valve in valve procedure is unknown and no additional information was available.

Manufacturer narrative:
Additional information: this event was reported in error. Additional information received from the site stated there was no valve in valve procedure. The first valve was not implanted. The decision was made during prep to not use the valve because "threads on the leaflets" were observed. This event is no longer reportable. This report has been filed for retraction.